Event description:
The consumer alleges there were no anti tippers on the chair, which cause him to fall backwards with the wheelchair and hit his head on a curb. The constumer allegedly sustained two compressed cervical vertebra and a protrustion a half inche from the spinal cord.